Event description:
On (B)(6) 2021 wife (B)(6) nearly died. She was admitted to (B)(6) hospital (B)(6) for many problems including respiratory failure. Since then she exhibits many of the symptoms, that are listed on the recall notice sent by philips. They include frequent headaches that do not respond to conventional headache medicines, consistent and worsening cough and sinus problems. FDA safety report ID# (B)(4).